Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll - 309628 had leakage. Ref: (B)(4) batch: 83389093 date of occurrence: (B)(6) it was reported that "when attempting to withdraw 1 ml from the vyepti vial to administer to a patient, upon reaching 1 ml, the plunger ¿released¿ and the entire contents spilled onto the floor. Loss of the entire product (value of £540). The pharmacy provided a second vial. We recommend that the hmj use 3 ml syringes for withdrawal to avoid this effect. Email sent to the department manager and information provided by telephone to the hmj nurse" did you keep the medical device? No impact on the patient (severity) no consequences for the patient

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.